Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used for a ureteroscopy procedure performed on (B)(6), 2009. According to the complainant, one of the retrieval basket wires broke while the device was around a stone of unknown size. The wire did not detach from the device. The procedure was successfully completed using another gemini stone retrieval paired wire/helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).